Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found. Distal conductor fractured; proximal segment of lead returned and analyzed.

Event description:
It was reported that there was high impedance, greater than 2000 ohms. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "fine" following the replacement procedure.